Event description:
It was reported that the handswitch was firing constantly, uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control board and the power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.